Manufacturer narrative:
As the ICD and rv lead remain implanted and in service and no interventions are planned, our investigation is currently complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, the implantable cardioverter defibrillator (ICD) had recorded ventricular tachycardia (vt) episodes as a result of noise on the right ventricular (rv) lead that was being oversensed. In addition, the oversensing resulted in pacing inhibition. Testing on the rv lead noted that all impedance measurements have remained stable. The ICD was reprogrammed to reduce the sensitivity and the noise was no longer observed with patient arm movements. The physician will continue to monitor the patient and during the next follow up in three months, an x-ray and potential lead replacement will be considered. No adverse patient effects were reported.

Manufacturer narrative:
As the rv lead will not be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen again and the issue with the noise continued to present itself. This time, noise could be reproduced with arm movements and it was suspected that the rv lead may have experienced subclavian crush. As a result, a revision was performed and the rv lead was capped, surgically abandoned, and successfully replaced. The ICD was explanted and replaced as well. No additional adverse patient effects were reported.